Event description:
A service technician from dealer reported that a jb-70 intra-oral x-ray unit, (B)(4) would generate an exposure on its own when the unit was turned on. The system could not make additional exposure unless it's powered off and on again.

Manufacturer narrative:
Method: the defective board has not been returned to progeny yet. The symptom and the date of manufacturing of the unit match a known failure mode of jb-70 units build within a specific time frame.